Event description:
The patient is reportedly experiencing intermittencies and loss of lock. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Surgery to explant the patient's device will be scheduled.